Event description:
Resmed airsense 11 autoset - sn (B)(6), device number 258 humidifier attachment/chamber leaking. When installed correctly per IFU it leaks very badly causing a leak error and causing user to assume there is a problem with mask seal, but the root cause is a leak between resmed airsense 11 and the humidity attachment/chamber. Have to slam/use excessive force to create seal potentially causing damage or other issues to humidity attachment/chamber or to resmed airsense 11.